Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory and the expiratory tubes of the returned rt200 adult breathing circuit was tested using a multimeter. Results: the electrical resistance of the expiratory heater wire was outside the product test specification. The inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product specialist that the temperature of an rt200 adult breathing circuit was not rising. When the breathing circuit was changed out, the problem was resolved. This was found before patient use. No patient consequence was reported.